Manufacturer narrative:
The pump was returned to animas and evaluated. The pump was tested on a 29 hour flow accuracy test and was found to be delivering accurately. The daily insulin delivery totals recorded in the pump history correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. No insulin delivery or mechanical pump defects were found.

Event description:
On (B)(6) 2010, the reporter contacted animas on behalf of his daughter (the pt) alleging elevated blood glucose (bg) levels. The reported bg's in the "300-500's" mg/dl. He also alleged that the pump was not giving basal or bolus insulin. The reporter denied that the pt had ketones, nausea, vomiting, shortness of breath, or chest pain. The reporter also denied that the cannula or tubing were bent/kinked. In addition, he denied that the sites had redness or warmth or that the tubing had bubbles. The pt denied any decrease in activity. A review of the pump indicated that the basal and bolus insulin were delivered correctly. The pump's date and time were also set correctly. The basal history coincided with the programmed rates. No associated alarms were observed in the history. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt had elevated bg results that meet animas' criteria for a serious injury.